Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after attaching the cassette to the equipment, a leakage error continuously occurred during the handpiece test before surgery. The procedure type was unknown. The surgery was completed after replacement of product with new one. There was no patient impact. This report pertains to cassette involved in reported events.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used product was visually inspected. The blue aspiration cassette-connector on the irrigation/aspiration (I/a) manifold was cracked. The crack was located in the inner sleeve of the connector which contacts the cassette port. The surgical pack was tested with a replacement irrigation/aspiration (I/a) tubing set and met specifications. The observed crack on the connector likely caused or contributed to the customer's experience. The aspiration connector is manufactured by an approved supplier. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the most likely root cause of the customer¿s complaint is related to an error during the supplier¿s manufacturing process. The supplier manufacturer has been notified and made aware of this complaint issue. No further action will be taken for this occurrence. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).